Event description:
Surgery was revised anterior l3-l4 fusion.

Event description:
Patient was in pain after completion of surgery. Four hours post-operative, an x-ray revealed the bone graft slipped. During the revision procedure to correct slippage of the bone graft, the 5.5mm concellous locking screws stripped and were removed and replaced.

Manufacturer narrative:
H10: additional narrative. H3: no product was returned for evaluation. Review of manufacturing and raw material documentation found no complaint related discrepancies.